Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 694765 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient is deceased and died approximately six months post implant of the implantable cardioverter defibrillator (ICD) system. No additional information was received. The cause of death and date of death have been requested and not received.